Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, the device would not connect to wireless telemetry. The antenna was disconnected and reconnected, and the programmer was rebooted, but interrogation via rf was unsuccessful. It was noted that a remote transmission was scheduled but not received. The patient was brought back to the clinic and it was found that the remote issue resolved itself and telemetry was successful. The patient was fine before and after the event.